Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that they were getting speaker malfunction error. The device was in use but no user or patient were harmed.

Event description:
Problem statement: it was reported getting a speaker malfunction error. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? The device was in clinical use at the time of the event. Was there any adverse event to the patient or user? If yes, describe? No adverse event occurred. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No adverse event occurred. Complaint evaluation: a philips response service engineer (rse) spoke to the customer. The engineer determined that the issue was associated with the mainboard. Customer resolution and conclusion: the customer was provided the part identification for the mainboard. We will consider the customer resolved the issue using the information provided by philips. No further investigation or action is warranted at this time.